Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event. Please see updates: g3, g6 and h2. Correction: a remedial view of the case found that the customer provided information that states they do not believe the swab is the issue.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3 and d4.

Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The user reported an allergic reaction with the binaxnow¿ covid-19 antigen self test performed on a direct tested nasal kitted swab. The user reported that have they suffer from pre-existing chronic migraines and head tremors and the nasal swab triggers a migraine when the test taken. The user states this happens even when inserting it very carefully. The user states that they are very reactive to chemicals and medications. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.